Event description:
Additional info from importer: deflation of unilateral left breast implant. Will replace bilaterally.

Manufacturer narrative:
As no product was returned it was not possible to perform a product inspection. Review of the product history sheet ((B)(4)) for lot no s5086/1 demonstrated that the product was manufactured within specification.